Manufacturer narrative:
The calcium gen.2 reagent lot number is 92024001, and the expiration date is 31-jan-2027. Qc was within range on the date of the event. A field service engineer (fse) determined that the sample valve was failing, causing the reaction cells to overflow. The fse replaced the valve and adjusted the rinse levels. The fse verified the instrument by performing calibration, qc, and precision testing. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of low questionable calcium gen.2 results from the cobas c 503 analytical unit. Results were provided for one patient as an example. The initial result was 4.6 mg/dl. The repeat result on another c503 was 9.32 mg/dl. The sample was repeated because of the very low initial results.